Manufacturer narrative:
The technician replaced the casters and the bushings to repair the bed.

Event description:
Information received indicates the bed has no brake. When in the brake position the bed would still move/roll.